Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited poor pacing. Chest x-ray was performed and revealed lv lead dislodgement. During lv lead procedure, the tip of the catheter that was used to reposition the lead was bent. Another catheter was used to complete the procedure. The lv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A full lead was returned in one piece for analysis. Specification measurements, electrical testing and visual examination were normal with no anomalies found.